Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation (af). The right ventricular (rv) lead exhibited increasing impedance and high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.